Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. The instrument failed the electrical continuity test. Electrical continuity failed in one jaw (jaw without the ceramic dots). Testing was repeated in different jaw orientations and also with the outer jaw electrode in compression but the continuity test failed each time. During the energy delivery test, energy was able to be delivered for a couple of seconds and then stopped. The cut test passed. The root cause is likely an internal breakage of the conductor wire at the weld joint location to the electrode. Based on the information provided, this complaint is being reported due to the following it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument would not seal the patient¿s tissue. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument initially worked properly but then it stopped coagulating. The instrument tips were cleaned but the issue still persisted. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.